Event description:
According to the reporter: the seal tore and is leaking. Another device was used without further consequences. Gender, age and weight are not available. No patient injury or ill-effects. No medical intervention required. No unanticipated tissue loss, tissue damage or bleeding. No reinforcement material used. No extension to surgical time required. Nothing fell in the surgical cavity. Patient current status reported as recovered. The device will not be returned for evaluation, it was discarded by the customer.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)